Manufacturer narrative:
Final device analysis results revealed both b+ battery bond wires were broken. The serial number is part of the affected sn range for the kinetra broken wire bond prod recall. Conclusion: bond wires broken.

Event description:
The prod was returned for analysis; no other info was provided.